Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced an elevated blood glucose (bg) of 318 mg/dl and 515 mg/dl with no reported additional symptoms associated with an alleged inaccurate delivery. Reportedly, the patient continued pump therapy and received insulin via injection as treatment. During troubleshooting with customer technical support (cts), it was revealed that the basal delivery totals in the total daily dose (tdd) did not match but the variation was due to known cause. The change in variation in the basal delivery history was attributed to the basal edit screen being accessed, a cartridge change and battery change occurring, and the patient making changes to the basal program without approval from a medical provider. Troubleshooting also indicated that the basal history matched the active basal program settings, all bolus totals matched and all the boluses were recorded as programmed. Troubleshooting also indicated the following diabetes management factors contributed to the alleged bg excursion: change in physical activity level without adjustments to insulin regimen and significant weight change without adjustments to insulin regimen. It was also revealed that the patient was over cycling the cartridge and was not storing the cartridge at room temperature. The patient was referred to their healthcare provider for diabetes management. This complaint is being reported because the alleged hypoglycemia was related to use error of the product.